Event description:
Subsequent to receiving a subpoena from the pt's attorney, the reporting physician advised influent medical that a pt that underwent three surgical procedures at the same time to address obstructive sleep apnea (somnoplasty, uvulopalatopharyngoplasty [uppp], hyoid (bone) suspension [hs]) reported he had ongoing paresthesia (numbness). The hs procedure was completed using the repose bone screw system. The plaintiff pt alleged that as a result of the hs procedure, he suffered nerve damage that caused him to lose all feeling and sensation in his lower lip, gums, teeth and chin.

Manufacturer narrative:
Note: the assets of (B)(6) regarding the repose device were purchased by medtronic xomed, inc. In 2008. In a subsequent review of (B)(6) complaint records obtained during the acquisition, this event was identified, and (to the best of our knowledge) was found not to have been reported to the FDA in a MDR by the MFR. While medtronic xomed did not retain the liabilities and responsibilities of (B)(6) for the repose devices manufactured by them prior to the acquisition, we felt it was appropriate to submit this medical device report. Clarification - the date provided ((B)(6) 2004) is the date of the first conversation dr (B)(6) had with influent medical after a subpoena was filed against dr. (B)(6) ((B)(6) 2004). The info was valid at the time of the event in 2003-2006. Unk if address and phone number are still valid. Notes of a conversation on (B)(6) 2004 between (B)(6) and reporting physician indicated that the pt complained of numbness in the lower lip and chin at the time of his first post-op, but that he was doing well from an obstructive sleep apnea standpoint; almost completely resolved. He further indicated that there was a possibility that one of the screws went through a nerve canal, but was unlikely. The pt's last examination by the physician was in (B)(6) 2004, wherein the pt still complained of numbness. After that the pt never came back. The independent sales rep of (B)(6) was present during the case; however, in a deposition associated with the lawsuit, the sales rep indicated that he did not provide any clinical advice to the reporting physician either before or during the case and the physician did not request any. The reporting physician acknowledged in his deposition that he recognized a minimal risk of paresthesia resulting from the procedure, but opted not to inform the pt. He stated that the choice of the screw location was solely his decision and the that the placement of the screw was the cause of the injury. There are only two other case known since the initial market release of the repose product, where a misplaced bone screw caused numbness or an abnormal feeling in the teeth or affected a tooth root.